Manufacturer narrative:
The insulin alarmed failed battery test due to faulty battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into interface board. The insulin pump was unable to verify off no power anomaly due to failed battery test alarms. However, the insulin pump was tested after cutting and received with operating currents within specification. The insulin pump was received with cracked case at display window corners, reservoir tube lip, cracked battery tube threads, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported off no power anomaly on the insulin pump. Customer's blood glucose level was 9.6 mmol/l. Customer replaced the battery but the off no power anomaly continued. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.